Manufacturer narrative:
An internal corrective action has been opened to investigate the damaged pebax on smart touch. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary. (B)(4). The returned device was visually inspected upon receipt and some foreign fibers were found inside the pebax. Further examination revealed that the pebax had a cut. This condition was not reported by the customer. Then per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage pebax from leaving the facility. The reported customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a smart touch unidirectional catheter and a no temperature display occurred on the catheter. The catheter was replaced and the procedure was continued with no patient consequence. This event was assessed as not reportable. Upon first visual inspection of the returned complaint catheter on (B)(6) 2014, the biosense webster (bwi) failure analysis lab noted foreign black fibers were found inside of the pebax of the catheter. This finding was also assessed as not reportable, since the pebax is an enclosed unit on the catheter and material found within would not pose a risk to a patient because the patient could not be exposed to this material. Upon further inspection of the returned complaint catheter, the bwi failure analysis lab noted a cut on the pebax on (B)(6) 2015 which is indicative of a reportable event due to the loss of integrity of the device. Upon request, additional information was provided on the event. There was no difficulty removing the catheter. The bwi failure analysis lab finding was not noticed prior to the procedure, upon withdrawal or before it was shipped back to bwi. An arrow 8.5f short sheath was used during the procedure. This event was originally considered non-reportable; however, bwi became aware of the returned product condition on (B)(6) 2015 and have reassessed the event as reportable.